Event description:
A malfunction alarm referred to as malf 0 was reported, but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.